Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon functional testing fse found that the power supply of host pc hard disk was defective. Fse replaced the power supply. After replacement of power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a start-up failure with the allura system. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the host pc hard disk power supply was lost. The field service engineer inspected the system onsite and after replacing the power supply, the device was returned to use in good working order.